Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device wasdiscarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate 'did not work' and the device had 'flow issues'. The issue was noticed during patient infusion. The device was filled with 50 mg caspofungin in 0.9% sodium chloride (nacl). A new device was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.